Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "the pump powered cycle on battery power" cannot be confirmed based on the reported event; however, the pump shut off approximately 74 minutes when operating on battery power after a full charge during complaint investigation. The battery failed battery load test. A definitive root cause could not be determined, but a potential cause of the short battery life is a result of maintaining of the battery. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. It was confirmed by the field service engineer (fse) that the wrong field service report (fsr) was attached. The correct fsr was provided and the following correction to the material and hospital was made. Other remarks:

Event description:
It was reported that the intra-aortic balloon pump (iabp) was unplugged from the truck to the cath lab about 5-10 minutes but was turned off. The iabp was plugged back in while they were in cath lab; no one noticed any issues with charging. They were bedside for 36 minutes then the iabp was unplugged for about 5 minutes until they were back in the vehicle and transporting. Transport took 70 minutes, iabp was plugged in during this time. Upon arrival the iabp was unplugged for 5-10 minutes for walk up to cardiac care unit. When crew was attempting to enter the room, the iabp shut off. They were able to restart, but upon powering up, the iabp turned back off. They were unable to get the iabp to restart. As a result, the crew was able to transition to an iabp at arrival without issue. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was unplugged from the truck to the cath lab about 5-10 minutes but was turned off. The iabp was plugged back in while they were in cath lab; no one noticed any issues with charging. They were bedside for 36 minutes then the iabp was unplugged for about 5 minutes until they were back in the vehicle and transporting. Transport took 70 minutes, iabp was plugged in during this time. Upon arrival the iabp was unplugged for 5-10 minutes for walk up to cardiac care unit. When crew was attempting to enter the room, the iabp shut off. They were able to restart, but upon powering up, the iabp turned back off. They were unable to get the iabp to restart. As a result, the crew was able to transition to an iabp at arrival without issue. There was no report of patient complications, serious injury or death.